Manufacturer narrative:
Concomitant medical products and therapy: revatio.

Event description:
Information was received indicating that during use of a smiths medical cadd ms3 pump, mother of a patient reported that the pump has been running out of medication 18-24 hours earlier than it should be. It was reported that there was no change in pump rate and careful filling of cartridge was performed but bump alarmed early. The reporter also indicated that the patient denied any adverse side effects of possible overdose of remodulin, unknown if patient actually had any overdose. No adverse effects were reported.